Event description:
The customer reported the lh780 instrument generated erroneous low rbc results on several patient samples when they noticed the diluent levels were low. Erroneous results were reported outside the lab; however, patient treatment was not affected. There was no death, injury or change to patient treatment as a result of this event. Patient sample printouts have been requested for this event, but have not been provided. The customer described one sample as having an initial rbc = 4.37 and rerun rbc = 5.37. Without printouts instrument generated flagging cannot be determined. Per conversation with the submitter on (B)(6) 2011, several patients were involved in this event. The submitter contacted the customer earlier (same day) who stated the printouts are no longer available. The field service engineer (fse) observed erratic rbc and h&h check fail error messages. The rbc diluent dispenser had malfunctioned and the rbc diluent dispenser was replaced. The root cause for low rbc can be attributed to the malfunctioning rbc diluent dispense pump. Per labeling, beckman coulter inc. Does not claim to identify every abnormality in all samples. Beckman coulter suggests using all available flagging options to optimize the sensitivity of instrument results. All flagging options include reference ranges (h/l), action and critical limits, definitive flags, suspect flags, parameter codes, delta checks, decision rules and system alarms. Beckman coulter recommends avoiding the use of single messages or outputs to summarize specimen results or patient conditions.

Manufacturer narrative:
(B)(4).